Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with contrast in the balloon and hub. Microscopic inspection revealed a pinhole 6mm proximal from the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the vessel. The balloon was inflated at 8 atms on first inflation. However, upon second inflation at 14 atms, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6.0x40 non bsc device. No patient complications were reported and the patient's status was good.